Manufacturer narrative:
Two (2) actual devices were returned and an evaluation is complete. Visual inspection was performed on both samples and did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the bags with water and no leaks occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva tpn bags were leaking from the administration port. This was noted before use. There was no patient involvement. No additional information is available.